Manufacturer narrative:
(B)(4). Incomplete firing cycle, uncut washer. The analysis results found that one was received in good visual condition. The breakaway washer was present and uncut; the device was received fully loaded with staples which were partially formed, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device, the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (plastic to plastic), staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with the returned washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a starr procedure, the device did not function correctly, incomplete staple and cutting line. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.